Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of intraocular lens, small crack was noted in the center of the optics. The lens was explanted and surgery completed with another lens. The patient did not experience any harm.

Manufacturer narrative:
The product was not returned. An image was shown displaying the lens while in the eye. The gusset area of both multipiece haptics were visible. An overhead light source is heavily reflected near the center of the optic. It cannot be determined from this photo if the optic has damage due to the amount of glare present from the overhead light source.product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. Based on our observation of the attached photo, the lens was within the eye and heavy glare from an overhead light source was observed in the photo. The reported damage could not be confirmed from this photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).